Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had loose inseparable magnet. A field service engineer replaced the inseparable magnet to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pockets had failure, causing delays in dispensing the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. The following field has been updated with correct information due to processing requirements: section b describe event or problem. Section d brand name, medical device model and medical device catalog. Section e initial reporter occupation, other occupation, initial reporter phone and initial reporter name. Section g reporting office contact. Section h device manufacture date and imdrf codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet had become detached. A field service engineer replaced the inseparable magnet, and the open/close function was successfully tested. The customer had recovered and tested the pockets without any problems. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket was failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.